Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) states that the safety and effectiveness of the angio-seal device has not been established for patients undergoing an interventional procedure whom are being treated with warfarin.

Event description:
A 6f angio-seal evolution was deployed in a right femoral arterial puncture following a pre-deployment angiogram. The patient was discharged the same day with a small hematoma, and re-admitted 8 days later with groin pain and a 3x2cm swollen area. An internal/external hematoma was found measuring 3.5cm in diameter across the common femoral vein. Dexane and warfarin were administered (unknown dose/strength). The patient was discharged in stable condition, and scheduled for a follow-up.